Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator displayed a technical event (te) 246014 (error bootloader) at start up and did not enter ventilation mode. The event occurred on (B)(6) 2025. A patient was present, no harm was reported, and the patient was transferred to another ventilator. The log files show that the ventilation software was switched on and that a technical event occurred, followed by repeated self test failures and a bootloader error. The device did not start and no ventilation was delivered. The cause of the technical condition could not be confirmed. After several attempts to gain further information, no further information were provided and case is considered as closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): it was reported that the device showed a technical failure (tf) at the boot of the device and also with patient involvement. An alternative ventilator was used. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.